Event description:
Healthcare professional reported calcification/cuspal stiffening and that the valve was remved due to endocarditis that had destroyed the valve. Organism-streptococcus. Echo prior to explant revealed stenosis and central regurgitation. Valve implanted for 7 months pt 54 yrs old.